Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that hemolysis occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes . The following information was provided by the initial reporter: "seeing significant hemolyzed specimens coming from ed. Believe using a luer lock from baxter and not sure if it is the same product in use." Additionally, on 2020-05-11 the bd sales consultant provided the following additional information: the tube was green tops, specifically chemistry tests. We use a cobas e501 and the k, ast, alt tests are quit sensitive to hemolysis. I do not have an exact number, however, we have had a spike in hemolyzed specimens. Mostly, they are from nurse draws off of an IV in our ed. However, we had a patient last week that both the nurse draws off of an IV and a venipuncture draw from a phlebotomist were hemolyzed here at butt patient was transferred, none of the samples were hemolyzed that they drew. Both the nurse and the phlebotomist said the draw was ¿easy¿ and the blood came out just fine.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. An investigation could not be performed since the lot number was not provided. No root cause could be determined for the stated issue. Bd was unable to confirm this failure mode. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type.

Event description:
It was reported that hemolysis occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: "seeing significant hemolyzed specimens coming from ed. Believe using a luer lock from baxter and not sure if it is the same product in use." Additionally, on 2020-05-11 the bd sales consultant provided the following additional information: the tube was green tops, specifically chemistry tests. We use a cobas e501 and the k, ast, alt tests are quit sensitive to hemolysis. I do not have an exact number, however, we have had a spike in hemolyzed specimens. Mostly, they are from nurse draws off of an IV in our ed. However, we had a patient last week that both the nurse draws off of an IV and a venipuncture draw from a phlebotomist were hemolyzed here at butt patient was transferred, none of the samples were hemolyzed that they drew. Both the nurse and the phlebotomist said the draw was ¿easy¿ and the blood came out just fine.